Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) would not deflate inside the patient¿s body. The balloon was popped with a needle through ultrasound and the patient was okay. Hemostasis was achieved by manual compression. There was no reported patient injury. The patient did not have significant peripheral vascular disease (pvd), scarring, or calcium build-up and was not obese. The device will be returned for evaluation. The procedure used a retrograde approach. The user as mynx certified. The balloon was prepped with 100% saline. The balloon was not inverted. There was perhaps a suspicion of a balloon detachment. The hospitalization was not extended. Additional patient and procedural details were requested but are not available.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) would not deflate inside the patient¿s body. The balloon was popped with a needle through ultrasound and the patient was okay. Hemostasis was achieved by manual compression. The patient did not have significant peripheral vascular disease (pvd), scarring, or calcium build-up and was not obese. The procedure used a retrograde approach. The user as mynx certified. The balloon was prepped with 100% saline. The balloon was not inverted. There was perhaps a suspicion of a balloon detachment. The hospitalization was not extended. Additional patient and procedural details were requested but are not available. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 was fully depressed with the clock shown in the tension indicator window. Button 2 was not depressed. The syringe was connected to the device with the stopcock open. The procedural sheath was locked on to the sheath catch. The sealant was not returned with the device. It was noted that the balloon of the returned device was fully deflated as received. Per functional analysis, an inflation/deflation test was performed on the balloon. The results revealed that the balloon was able to be fully inflated/deflated with proper functioning of the inflation indicator. It was reported that ¿the balloon was popped with a needle through ultrasound...¿ however, no leak was observed in the balloon of the device. The returned device performed as intended per the mynx control instructions for use (IFU). Per microscopic analysis, visual inspection under high magnification of the catheter hub/plunger showed a gap between the proximal end of the polyimide shaft and distal end of the plunger, which by design is to allow fluid/air to travel from the syringe to the balloon. No anomalies were observed. A product history record (phr) review of lot f2117203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ was not confirmed during analysis of the returned device as the balloon functioned as intended per the IFU and a leak from the needle puncture was not observed. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. According to the information for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.